Manufacturer narrative:
No complaint was received with the return of the lead. A complete lead was received in one piece. Failure event observed during analysis. Final analysis found by visual inspection of the lead an external outer insulation abrasion that breached the outer insulation and exposed the outer coil. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.